Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a major infection. White blood cell (wbc) count was 7.55 and c-reactive protein was 87. Blood and driveline cultures grew (B)(6). The patient restarted IV ceftazidime and daptomycin. The patient's existing peripherally inserted central catheter (PICC) line was removed. No vegetation seen from two-dimensional echocardiogram. The infection resolved on (B)(6) 2020.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.